Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "intermittent loss of pressure" (pressure issue). The nurse reported intermittent loss of pressure. The system was rebooted and the cases were completed as planned. The system is still being used. The nurse declined to provide system settings. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service request. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).